Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report they had started experiencing symptom return for the past few days. The patient was also no longer feeling stimulation. They increased therapy strength to 4.9 volts, and were sti ll unable to feel stimulation. They reported they had never been able to increase past 1.2 volts without stimulation being uncomfortable in the past. They also mentioned they tried all the other programs and still could not feel stimulation. The manufacturer help line ensured the ins was on, and the battery level was ok. The patient denied any falls or trauma to the implant site. They increased therapy strength to 7.0 volts, and still did not feel stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They reported they would be meeting with a manufacturer representative tomorrow to discuss further at that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.